Manufacturer narrative:
Medtronic personnel investigated the probable cause of the anomaly. It was reported that two navigation systems were used during the procedure. Two navigation systems could lead to ir interference with the trackers on the imaging system. No additional information was provided.

Event description:
A medtronic representative reported that, while in a spinal fusion, the wireless trackers on the imaging system could not be tracked by the navigation system. The navigation system was reported to have an excess number of tool cards. Removal of the tool cards and restarting the navigation system and imaging system did not resolve the reported issue. For the lower portion of the spinal fusion, the medtronic imaging and navigation were not used while the upper portion used both devices. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.